Event description:
On 12/02/1999, the manufacturer rec'd a report via a fax from the international distributor that states the following: the snap lock fitting is not included in the package, the returned sample was not used. Replacement is required. No further details were provided.